Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 7p87 (alinity I anti-hbc ii) that has a similar product distributed in the us, list number 7p84 (anti-hbc), with 510k/PMA/bla number p080023. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely non-reactive alinity I anti-hbc ii results for a 40-year-old male patient result that was inconsistent with the historical results. The patient has a clinical diagnosis of chronic severe hepatitis b. (B)(6) 2025 result = 0.47 s/co, repeat result = 0.51 s/co. Previous result (B)(6) 2024 = 1.86 s/co. No impact to patient management was reported.

Event description:
The customer observed falsely non-reactive alinity I anti-hbc ii results for a 40-year-old male patient result that was inconsistent with the historical results. The patient has a clinical diagnosis of chronic severe hepatitis b. On (B)(6) 2025 result = 0.47 s/co, repeat result = 0.51 s/co, previous result (B)(6) 2024 = 1.86 s/co, no impact to patient management was reported.

Manufacturer narrative:
Updated information in section d4 - lot #, d4 - primary UDI number, d4 - expiration date, h4 - device mfg date. The complaint investigation for falsely non-reactive alinity I anti-hbc ii results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and in house testing. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. Review of tracking and trending for the alinity I anti-hbc ii assay did not identify an increase in complaint activity related to the complaint issue. Additionally, an increase in complaint activity was not identified for reagent lot 65308be01. Device history record review did not show any nonconformances, potential nonconformance or deviations with the likely cause lot number. In-house testing of a retained reagent kit of the alinity I anti-hbc ii complaint lot 65308be00 was performed. All specifications were met and no false non-reactive results were obtained, showing that the lot generates the expected results. Note: lots 65308be00 and 65308be01 contain the same bulk material and are identical except the labeling of the outer package. In addition, the clinical sensitivity of the lot was evaluated by testing a commercially available seroconversion panel (biomex seroconversion panel scp-hbv-001). The seroconversion panel results were compared to architect anti-hbc ii test results provided by biomex. The lot detected the same bleeds as reactive for the seroconversion panel. Based on these data it was shown that the sensitivity performance of the complaint lot is not adversely affected. Note: alinity I anti-hbc ii and architect anti-hbc ii utilize the same reagents and sample/reagent ratios. Product labeling was reviewed and found to adequately address the issue. Based on the investigation, no systemic issue or deficiency of the alinity I anti-hbc ii for lot number 65308be01 was identified. All available patient information was included. Additional patient details are not available.